Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent escape button due to flattened dome. The insulin pump has cracked case at display window corners and missing end cap sticker.

Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was 312 mg/dl. No significant events leading to the keypad issues were observed. The customer stated that the insulin pump would not allow her to press the esc button and get to the status screen. Advised discontinuation and replacement of the insulin pump. Nothing further reported.